Event description:
Consumer called to report concerns with the readings from his meter. Compared to a lab readings. Analysis run on consensus error grid using lab reading (36) as ref. Point vs. Bd readings (68) yielded some data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.